Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm. Device evaluation indicated that the lead passed the mechanical tests performed. The complaint was confirmed. The lead body had a pronounced kink from the distal end, where the lead appeared to have been sutured. Cables #1 and #7 were broken/severed at this spot. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed.

Event description:
A report was received that the patient was not receiving adequate stimulation. The patient underwent a lead revision, during which, the physician replaced the lead due to high impedances on contacts 1 and 7. The patient was doing well following the procedure.

Event description:
A report was received that the patient was not receiving adequate stimulation. The patient underwent a lead revision, during which, the physician replaced the lead due to high impedances on contacts 1 and 7. The patient was doing well following the procedure.